Event description:
Pt experienced a diabetic seizure around midnight. Family member called for paramedics. Using the freestyle meter, family member received a reading of 46 mg/dl. The ambulance arrived approximately five minutes later and tested with an unk brand meter with a result of 29 mg/dl. Intravenous treatment was provided by paramedics. At approximately 12:30 am, the crew again tested with a result of 130 mg/dl. A comparison reading with the freestyle had a result of 91 mg/dl.